Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('focal are of embedded metal coils are identified') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation ("migration") and menometrorrhagia ("menometrorrhagia") and underwent endometrial ablation ("novasure endometrial ablation"). The patient was treated with surgery (laparoscopic supracervical hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the embedded device, device dislocation, endometrial ablation and menometrorrhagia outcome was unknown. The reporter considered device dislocation, embedded device, endometrial ablation and menometrorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2013: bilateral tubal occlusion secondary to essure sterilization procedure. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2020: pfs received: newly added events- migration of implant, menometrorrhagia, endometrial ablation, reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('focal areas of embedded metal coils are identified'), device dislocation ('migration') and menometrorrhagia ('menometrorrhagia') in an adult female patient who had essure inserted. The patient's medical history included endometrial ablation (novasure procedure done, but menometrorrhagia continued) in (B)(6) 2003 and menometrorrhagia (since her last delivery). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and menometrorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic supracervical hysterectomy and endometrial ablation on (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the embedded device, device dislocation and menometrorrhagia outcome was unknown. The reporter considered device dislocation, embedded device and menometrorrhagia to be related to essure. The reporter commented: date of pathology report of uterus (B)(6) 2020) was interpreted to refer to hysterectomy date (B)(6) 2013). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: bilateral tubal occlusion secondary to essure sterilization procedure. Hysteroscopy - on (B)(6) 2012: the right tube was cannulized with essure device. Exact same procedure was performed on left side. Patient tolerated procedure well. Laparoscopy - on (B)(6) 2013: indication: she had history of menometrorrhagia following her last delivery. Patient had attempted novasure ablation in (B)(6) 2003, however she continued to have menometrorrhagia. Finding: on examination there was a normal contracted introverted uterus. She had nonpalpable adnexa. On laparoscopy intraabdominal anatomy she had normal appearing uterus. The uterus was slightly boggy, possibly consistent with adenomyosis. She had a normal appearing fallopian tubes and ovaries. She did have some minor adhesion to cul-de-sac. Pathology test - on (B)(6) 2013: surgical pathology report - final diagnosis: uterus, excision in fragments (morcellated); extensively denuded endometrial functionalize [sic]. Gross description: serosa had large membranous adhesion and focally hemorrhagic. Focal are[as] of embedded metal coils are identified. Uterine dilation and curettage - on (B)(6) 2013: pre and post-operative diagnosis: abnormal uterine bleeding. Final diagnosis endometrial curetting: benign proliferative phase endometrium findings. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-oct-2020: quality-safety evaluation of ptc. Novasure date was clarified to refer to medical history; endometrial ablation was now considered as intervention required for event menometrorrhagia (event upgraded to serious incident). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('focal are of embedded metal coils are identified') in an adult female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic supracervical hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: bilateral tubal occlusion secondary to essure sterilization procedure. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : embedded device quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.